Event description:
The customer reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report, but would reportedly deliver a correction injection via mdi. Reportedly, the customer was not performing the air removal step. Technical support educated the customer on proper cartridge air removal, and the customer acknowledged this information but declined to load a new cartridge and decided to continue using the current one.